Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine 2 insulin syringe failed to contain medication, causing leakage. The following information was provided by the initial reporter: "consumer reported hole in syringe barrel. Consumer stated he lost entire dose of medication - it leaked out of hole in syringe barrel very quickly."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-18. H6: investigation summary: customer returned (15) loose 1ml bd insulin syringes. The consumer reported that there was a hole in the syringe barrel resulting in medication leaking out of the hole. 1 out of the 15 syringes exhibited a broken barrel nearest the cannula this syringe was unable to draw or expel properly. The remaining 14 syringes were tested for flow, and it was observed that all were able to draw and expel properly. A review of the device history record was completed for batch# 1109060. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (broken barrel). Root cause is unable to be determined. H3 other text : see h10.

Event description:
It was reported bd ultra-fine 2 insulin syringe failed to contain medication, causing leakage. The following information was provided by the initial reporter: "consumer reported hole in syringe barrel. Consumer stated he lost entire dose of medication - it leaked out of hole in syringe barrel very quickly."